Manufacturer narrative:
The instructions for use (IFU) contains information in relation to functions of the suction control chamber. There is information regarding filling the suction control chamber, how to determine vacuum, use with suction sources, suction levels, as well as further information on usage of the aqua seal vessel.

Manufacturer narrative:
The device history record (DHR) review could not be reviewed because a lot number was not available. No sample was available for evaluation. If a sample is returned later, this complaint will be reopened and the investigation updated. We are unable to confirm the reported condition. No root cause or corrective action will be taken at this time. A review of the line has been completed with no issues detected. During the manufacturing process on aqua seal vessels, they are all 100% leak tested and 100% functionally tested as part of the process. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the doctor asked for advice with regards to stepping down the suction from the suction control chamber of the aqua-seal chest drain unit - how to reduce the fluid in the suction control chamber. There is no information in the IFU about this. Within conversation, it was mentioned that blue dye was noticed in the suction control chamber. This was noticed as the cdu was being disconnected during clamping off. It is unknown if the wall suction was left on. Blue dye from the water seal chamber was noticed in the suction control chamber after use.